Manufacturer narrative:
The autopulse platform will not be returned for investigation because the customer was able to clear the error message after the patient use.

Event description:
As reported, during device setup for patient use, the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded) error message. The customer was unable to clear the error. No known impact or patient consequence information was provided. Upon the return back to the station, the crew was able to clear the issue with the platform. Per a reporter, the user advisory (ua) 19 (max applied load exceeded) error message was cleared and the platform was functional and will not be returned for evaluation.